Manufacturer narrative:
Field service engineer completed service. Remained on-site to observe 4 cases. All cases completed with no issues.

Event description:
Patient in the room and under anesthesia. Cystoscopy completed just prior to procedure. Attempted to couple the lithotripsy machine and it would not work. The issue was possibly pump or valve related. Case cancelled, patient woken up, and case rescheduled.

Manufacturer narrative:
Healthtronics service ticket # (B)(4) opened and service technician dispatched. Per service report, duplicated problem; reseated all connections and the flash card. Manually drained and refilled several times, replaced switch, coil and pump. Cleaned tank, float, valves and hoses. Product support engineer is completing investigation. Follow-up MDR will be submitted when full investigation is complete.